Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 3.0 x 18 mm rx xience v stent was implanted in the 70% stenosed, mid-lad lesion via direct stenting. However, in 2009, the patient experienced angina, which required hospitalization. An angiogram revealed restenosis, which required treatment with percutaneous coronary intervention (pci) and additional revascularization via the implantation of another company's drug eluting stent about 17 days later. The reported patient effects resolved in the next day. No additional event or patient information is available.

Manufacturer narrative:
Stenosis and angina, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Stenosis, angina, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. There does not appear to be any indications of a stent delivery system (sds) quality deficiency. The IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated.